Manufacturer narrative:
Product complaint # (B)(4). Pc: surgical intervention. (B)(4). UDI # a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, an initial expedium verse system procedure was performed. On (B)(6) 2019, a revision procedure was performed. In the primary surgery, the surgeon stabilized l3-s, and all the setscrews were finally fixed. The patient was annoyed by pain, so l4-5 left was decompressed without moving rods. L4-5 distraction was applied after l5 setscrew was loosened. The surgeon used the torque handle to finally tighten the l4 setscrew (1997.21.001s). But torque became effective when the torque handle turned to 1/4 turn. The setscrew in question was not replaced but was finally tightened. Other setscrews were not finally tightened. No further information is available. This complaint involves one (1) device.